Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 1/29/2025, it was reported by a sales representative via email that two ar-1318ft-40 corkscrew ft anchors had issues. The first corkscrew ft tip bent during insertion and cut the suture through the fiberwire, rendering the anchor useless. The second corkscrew was opened but the driver would not back out of the screw. The case was completed using a nano corkscrew in the distal location. This was discovered during an index finger radial collateral ligament repair procedure on (B)(6) 2025. Additional information received on 2/5/2025: everything was removed from the patient, and the case was completed using an ar-1317ft nano corkscrew ft. The case was delayed fifteen minutes and additional anesthesia was not needed.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion, prying/leveraging the device during insertion.